Event description:
Physician attempting to establish revascularization to right lower extremity by performing endovascular arterectomy using silver hawk catheter via posterior tibial artery. While attempting to pass silver hawk catheter some atheromatous material removed but revascularization unsuccessful. Attempt made to revascularize anterior tibial artery. 0.014 300cm guidant hi-torque balance middle-weight guidewire became tangled in the silver hawk catheter. Physician attempting to untangle guidewire and guidewire broke inside the anterior tibial artery. Catheter and part of wire removed and 7mm snare used to retrieve remaining guidewire.